Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: visible rust at the battery compartment/ battery cap . Leak test performed; failed due to battery compartment leak. Battery compartment crack from the case seal travelling up along the bumper toward the battery compartment threads. Pump opened; no further evidence of moisture found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.